Event description:
It was further reported that the right ventricular (rv) lead had high and rising impedences and rising thresholds. The lead was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was also noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered with a white substance, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The analysis comments also noted that the electrical resistance and cross continuity test results were within specification. Visual analysis found outer insulation breached/in-vivo depression and environmental stress cracking. This damaged did contribute to the electrical complaint. Concomitant product: sesr01, implantable pulse generator (ipg) - implanted: (B)(6) 2007. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due chronic high impedance due to patient anatomy. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the lead also indicated that the outer insulation of the lead was extrinsically breached due to a cut.